Manufacturer narrative:
The account replaced the brake casters to resolve the issue.

Event description:
The account alleged when the brake is set the brake caster still rotate around. No injury reported.